Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer stated they received inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 420 mg/dl and sensor glucose was 394 mg/dl at the time of the event, the difference is outside the acceptable range. The sensor will not be returned for analysis. The insulin pump will not be returned for analysis.